Event description:
Went to the store to get my contact solution for a trip. They were out of my brand so I bought amo complete moisture plus. On my trip I began to experience severe headache's with eye redness. By the second day of the trip both eyes were solid red and so painful. I put hot compresses on them, and kept my contacts out. On the plane home I had to stand in the bathroom soaking my eyes with hot water. I went that day to my dr and was told it was a sever infection in both eyes. They gave me drops. I through away my contacts and after a couple of days my eyes are back to normal. Dates of use: in 2007. Diagnosis or reason for use: severe eye infection.